Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the device was spitting clips. Another device was used to complete the case. There was no consequence to pt.